Event description:
The hcp reported that impedance measurements were abnormal at 0 and 3; the impedance measurements were greater than 4000; the battery status was acceptable. The patient was reprogrammed on (B) (6) 2010, but the patient was feeling pulsating in the hip 100% of the time.

Manufacturer narrative:
(B) (4).